Event description:
Procedure: stress ui/ pelvic organ prolapse. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: gusi, cystocele, rectocele, vaginal vault prolapse, vaginal enterocele and retention. Procedure (s) performed: sling, vaginal ureterolysis, rectocele, ss vaginal vault suspension, vaginal enterocele, and cystocele with mesh and perineoplasty and cystoscopy for interstitial cystitis. Operative findings: interstitial cystitis (ic) complications post ivs tunneller implant: (interim medical records from 12/27/2004 to 07/31/2014 were not available for review). (B)(6) 2014 ¿ (B)(6) 2014: pain, status post vaginal and incontinence treatment surgery. She was evaluated and found to have a tender, spanning bladder neck foreign body, cystocele, and voiding dysfunction. Scheduled for revision sling sub urethral, repair of urethral laceration, anterior repair, ureterolysis and cystoscopy (per operative report indications) mesh revision surgery: (B)(6) 2014: underwent revision sling sub urethral, repair of urethral laceration, anterior repair, ureterolysis and cystoscopy for cystocele, stress incontinence, vaginal foreign body under general anesthesia.